Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0044598, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-13. Medical device lot #: 7160540, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-30. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 3ml ll 21x1-1/2 emerald sla leaked past the hub connection during use. This occurred once each in lots 0044598 and 7160540. The following information was provided by the initial reporter, translated from spanish to english: "at the time of aspirating saline solution for dilution of the bnt162b2 vaccine for sars-cov 2, the needle shows resistance to extract the required amount of solvent. Once extracted, it is injected in the vial to complete the solution, at which time the solution is expelled by the syringe hub, losing the amount of solvent to complete the preparation. Not having knowledge of the exact volume entered into the vial, it was decided to eliminate the entire bottle, losing 5 doses of vaccination."

Manufacturer narrative:
Investigation: it was performed the DHR, maintenance records were performed and quality notifications were checked and no deviations were found for this batch. Evaluating the photo and the customer's report was not possible to verify the reported incidents. For defects like this one we need physical samples for a possible confirmation. The retention samples were also evaluated and the defect was not found. The production processes are validated according to the defined acceptance criteria.

Event description:
It was reported that the syringe 3ml ll 21x1-1/2 emerald sla leaked past the hub connection during use. This occurred once each in lots 0044598 and 7160540. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the time of aspirating saline solution for dilution of the bnt162b2 vaccine for sars-cov 2, the needle shows resistance to extract the required amount of solvent. Once extracted, it is injected in the vial to complete the solution, at which time the solution is expelled by the syringe hub, losing the amount of solvent to complete the preparation. Not having knowledge of the exact volume entered into the vial, it was decided to eliminate the entire bottle, losing 5 doses of vaccination."